Event description:
Event description: hudson attachment on pinnacle reamer handle broke inside stryker drill was surgery delayed due to the reported event? : unknown, was procedure successfully completed? : unknown, were fragments generated? : unknown, if yes, were they removed easily without additional intervention? : unknown. Patient status/ outcome / consequences : no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study : unknown. (B)(4). Device property of : none. Device in possession of : none complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).